Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2138500; model: sc-2138-50; serial: (B)(4); batch: 129666.

Event description:
It was reported that the patients leads were originally lateral in position. The patient underwent a revision procedure wherein the leads were replaced and will not be returned. The patient was doing well postoperatively.